Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a blood clot within the implantable pulse generator (ipg). The ipg was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited increase in impedance and oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2020 it was also reported that the ipg exhibited pacing pauses.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a blood clot within the implantable pulse generator (ipg). The ipg was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited increase in impedance and oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.